Manufacturer narrative:
Eval summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference removal report 1822565-2/24/2011-001-r for additional details. The device was returned with a fractured spring pin clip. Dimensional readings and material hardness are conforming to print specifications.

Event description:
It is reported that the locking jaw fractured while inserting the femoral component.